Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 25-jun-2021 for "the image is foggy, there is moisture under the led" that occurred in the operating room, before use in the emea region involving pentax medical video colonoscope, model ec38-i10cf2, serial number (B)(4). The cmos (complementary metal oxide semiconductor) chip must be replaced. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.